Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an inoperative main battery. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection was performed. Functional testing was attempted, but the device was unable to turn on due to the inoperative battery. The cause of the condition could not be determined. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.